Event description:
The event involved a transpac® IV monitoring kit, 72" (183 cm), disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount) where the customer stated that left radial arterial access was generated, transducer equipment was connected. After several minutes, there was evidence of dripping through one of the connections of the equipment, evidencing a crack, for which transducer equipment was changed. The status of the product in the event was during patient use. There were no medications involved and it is unknown if the product was reprocessed prior to use. The event did occur during patient use, there was no delay in therapy, no adverse event and no one was harmed as a result of this event.

Manufacturer narrative:
E1: initial reporter phone is (B)(6). The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
The reported complaint was confirmed on the returned set. During visual inspection, unknown solution residuals were observed on the transpac male luer. The transpac luer and the stopcock are bonded per the configuration of the set. When the returned set was primed and pressure leak tested, a leak was observed from the transpac luer. The transpac luer and the stopcock are bonded per the configuration of the set. The probable cause of the leak is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.